Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. The download data shows an 0x3d alarm was generated during operation, indicating fluid leaked into the pod. During investigation, a leak test was performed and fluid was observed leaking from the nailhead of the soft cannula. It was confirmed that this leak diverted fluid from the intended fluid path which caused the observed corrosion and the subsequent generation of the 0x3d alarm.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was reported that the pod was alarming.